Event description:
It was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 218 mg/dl and their sensor glucose read 86 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also stated the threshold suspend feature was prompted five times. The customer also received a calibration error when they attempted to calibrate their blood glucose. Customer's sensor will be replaced. No additional information provided.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.